Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited multiple alarms, the pump stopped and there was retrograde flow when it was on auto mode. It was reported that the flow as only 0.5. Unknown how this issue was resolved. Additional information noted the survival outcome at explant is patient expired. No additional information is available. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown the investigation for the reported low flow has been completed. The product was returned. Per the results of the clinical review and investigation: no logs were returned. A visual inspection of the pump revealed a kink in the cannula. No other abnormalities were observed. The cause of the low pump flow was most likely a kinked cannula. Logs are required to confirm the cannula kink caused the low pump during the case. This report is being filed as part of a retrospective review of historical records.